Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's system board to lcd cable was damaged. The device's system board to lcd cable was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator's lcd display was inverted. The device was not in patient use.